Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was charging too often. The patient has to charge every day which is more than before. The patient has not been recently reprogrammed or switched to a new group, and no overdischarges were reported. The patient has not been seen or reprogrammed since (B)(6) of 2018. The manufacturer representative indicated that the patient is at high settings due to subcutaneous placement. The patient noted that this had started occurring in 2017. Analysis of the last 6 recharging sessions indicated long recharge times with average coupling between 3-7 coupling bars. It was reviewed that charge duration and charging to charge sufficient versus charge complete screens will affect the frequency of recharging. It was also reviewed that higher parameters will drain a battery. There were no patient symptoms or complications reported.